Manufacturer narrative:
The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the part of the screen of the programmer was not working, there was no response on the lower left quadrant of the programmer. Boston scientific technical services (ts) advised the representative to order to get another programmer. Additional information was obtained which indicated that the action performed when the screen was not working was during start up. Moreover, the representative will wait first for the replacement, then later to send the broken programmer for repair. As of to date, the programmer remains in service. No patient was involved.